Manufacturer narrative:
Insulin pump received with solid white display, missing segments/partial display, and vertical/horizontal black lines due to cracked lcd glass. Unable to perform the self test and displacement test due to cracked lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call display anomaly. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer¿s parent advised the display screen seemed to be blank and they were unable to see what was on the other side of the display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.